Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the neurostimulator was explanted and replaced. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Event description:
Additional information from the healthcare professional (hcp) reported high impedance was detected on (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the abnormal impedance was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported there was abnormal impedance detected and those programs shocked the patient. It was noted the event was related to the device or therapy and was not related to the implant procedure. It was noted it was due to programming and the most recent interrogation prior to the event was (B)(6) 2017. The patient planned to use program 1 with an amplitude of 6. It was noted the event was resolved without sequelae on (B)(6) 2018. There were no further complications that have been reported as a result of this event.